Event description:
It was reported that while using the excelsius gps system, the case was aborted and screws were then placed by hand during surgery.

Manufacturer narrative:
No information was available for evaluation. No determinations could be made as to the cause of the reported issue.